Event description:
It was reported that the implant at tooth site #18 fractured horizontally and was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided date of event unknown / not provided. Last name unknown / not provided. PMA/510k: k011028, k013227.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 10mm (B)(6) was returned for investigation. Visual evaluation of the as returned product identified fracture across the threads. Additionally, there was bone/blood tissue residue around the external threads due to usage. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted in the per. The reported devices were placed on tooth # 18 (universal) for approximately 3 years. X-ray & picture evaluation: x-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (1234034) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234034) for similar events and no other complaint was identified. (B)(6) post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information available at the time of this report.